Event description:
Monitor delivered to pt as replacement. Monitor alarmed "needs charging" inspite of being charged with a/c adapter for greater than 3 days. Monitor tested 8/96. End/outcome. Pt delivered pre-term.